Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior, two striated openings on anterior, nicks striated on anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. Two striated openings on anterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.